Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v866630, implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had their implantable neurostimulator (ins) turned off in 2013 when they became pregnant. They had requested a c-section but the patient's obgyn determined it was not medially necessary, and the patient requested their healthcare provider (hcp) write a letter stating it was medially necessary and they refused. The patient stated they had a natural childbirth, and it ripped out the lead wire from where it was. After that, the patient decided not to use it and they were put on medication but since then the medication had stopped working. The patient thought that other people should be informed because now they had to have all of the device components replaced. The patient stated they were now working with a new hcp and was considering replacing the ins and lead, however they may not be able to. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.